Event description:
Hosp had transported bactec blood culture bottle in their pneumatic tube system. When the carrier was opened, the bactec bottle had broken and the contents leaked into the carrier. A health proffesional in the pharmacy was exposed to the blood in the carrier. There was no injury, just exposure. The specimen was from a pt who was positive for hepatitis c. Gamma globulin was administered to the person in the pharmacy.